Manufacturer narrative:
Correction: after further review of this incident, it has been confirmed that there was no device deficiency reported, and no serious injury related to this device. This incident was reported in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, post direct decompression (bony) osteotomy, the patient had severe neck pain due to spasm. There was no hospitalization. Medications was administered. Physical therapy was done. X-ray was done and saw all hardware was in appropriate position. Bone grafts appeared to be placed nicely and no failed hardware. Magnetic resonance imaging 2 was done and saw that there were no significant pinched nerves. The adverse event was deemed by the site as the adverse event of neck spasm was likely related to the procedure, it could possibly be related to the monopolar device if the device was used too close to the nerve.

Manufacturer narrative:
D10 concomitant product: 7200075, plate 7200075 atl vision elite 75mm (serial#: not recorded); 345741, tissue 345741 lasr 7x14x11 srvc fee (serial#: (B)(6), lot#: 101138142); 345741, tissue 345741 lasr 7x14x11 srvc fee (serial#: (B)(6), lot#: 101138142); 345741, tissue 345741 lasr 7x14x11 srvc fee (serial#: (B)(6), lot#: 101138142); 345741, tissue 345741 lasr 7x14x11 srvc fee (serial#: (B)(6), lot#: 101138142); 3120213, screw 3120213 4.0 x 13 self tap fix (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.